Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the stimulator only helps somewhat and that they still have to wear a pad. Agent did not ask about the circumstances that led to the reported issue. Patient services reviewed option of increasing stimulation and changing programs. They stated if stimulation is too high, it interferes with the spinal cord stimulator and they can feel it in their legs. They increased from 1.0 to 1.3 on the call and felt the interference so they decreased it back to 1.0. Patient services redirected to healthcare professional (hcp).